Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an electric shock, raising concern for potential inappropriate therapy. Technical services (ts) was unable to review the episode, as the data was not available in the remote monitoring system and no electrogram (egm) was provided at the time of review. A representative planned to evaluate the patient in person for further assessment. Based on the available information, the event was considered potentially inappropriate due to a correlated ventricular tachycardia classification. No additional adverse patient effects were reported. This ICD remains in service.